Event description:
It was reported that an occlusion alarm occurred, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect tubing, tighten connections, deliver a bolus, and repeat procedures when the alarm recurred. Successful bolus delivery was eventually achieved, and the customer was advised to replace supplies and resume insulin. A follow-up was requested for additional assistance.